Event description:
One pt sample with discrepant creatinine results. Same sample used for repeat testing on same analyzer. Initial result gave 9.5 mg/dl; repeat gave 3.4 mg/dl. No adverse events reported in association with the incorrect results. The field service rep determined the cause to be contamination of the water bath, which was decontaminated.